Event description:
It was reported that there was an "ma on in error" message and the system locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage regulator board. The system operates as intended.